Event description:
Note: the event date is unknown. It was reported to boston scientific corporation in 2008, that a radial jaw 3 was to be used for a biopsy procedure (patient gender, age and weight are unknown). According to the complainant, when the device was removed from the packaging, the device was "non-functional." The device was not used in the procedure; therefore, there was no patient involvement.

Manufacturer narrative:
A visual examination of the returned device revealed the pull wires were detached from the cutters (biopsy jaws) and the washer tail was bent. Based on the physical evidence, the likely cause of the damage is attributable to user-related handling during the procedure (i.e. Operational context). A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot number.